Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-20911, related manufacturer's reference number: 2017865-2021-20913. It was reported the patient presented in the hospital with an infection. The patient's pacemaker, right ventricular and right atrial lead were explanted on (B)(6) 2021. The patient was in stable condition.